Event description:
It was reported that a one-link catheter set would not prime. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was retuned for evaluation. Visual and microscopic inspections were performed; the device appeared normal with no gland re-knit noted. Functional and flow testing was performed; the device primed and flowed normally. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.